Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins). The rep reports that the recharger (rtm) is heating up and not finding the ins. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they received the replacement r echarger but it did not resolve the issue with charging the implant. Caller mentioned they saw a software problem message as well one time (details unknown). Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 10 percent and implant is 40 percent. Ps reviewed with caller they need to charge controller now that we reset the device. Ps offered to call pt back in a few hours once controller is charged. Ps called pt back and controller is 100% ins is 40%; telemetry successful without recharger. Caller connected recharger and is getting no device found (16). Ps walked caller through passive recharge and the numbers are fluctuating from zero to 100 and sometimes in the 20's and very erratic. Ps asked caller to check port for damage and caller stated their eyes are not the best. No symptoms were reported. Ps instructed caller to call manufacturer representative (rep)/hcp tomorrow if the replacement controller does not resolve. Additional information was received from a pt regarding an external device. Pt called back stating they had not received their package yet and wanted to get the tracking #. Provided the tracking #. Reviewed it was on fedex truck in transit. Pt said their ins had no charge/died since last night and wanted to know if pt would be able to charge it up once they get a replacement. Reviewed. Pt mentioned again pt had a lot of trouble for the past 10 days. Pt called from registered number and needed assistance navigating the pairing screens with their replacement controller. Pt said they had made it to the "connect the recharger" screen, but could not advance further than the "connect the recharger screen." During the call, the pt got to the "checking the recharger screen," but got "no device found." Pt then got pressed "recharge" and entered passive recharge mode(0, 0, 100). Pt could not get the middle number to change from "0." Third number fluctuated, but the middle number never changed from "0." The pt attempted to hold the recharger antenna toward the center of the room and tried to press the recharger antenna against a metal object, but the pt could not get the middle number to change from "0." Pt performed a hard reset of the controller, but the middle number still would not change from "0." Pt read the serial number of the recharger antenna and the serial number matched the serial number of the old recharger antenna. Pt set aside old recharger antenna and used the other recharger antenna(pt had mixed up the recharger antennas in the process of preparing to return the old recharger antenna). The controller displayed "recharge unfamiliar device?" Screen. Pt pressed recharge, and by the end of the call, the pt was recharging "excellent." Ins charge was low and controller charge was at 50%. Pt reiterated details of case and mentioned the "ins was in the same position it had always been in." Pt said they were frustrated with mdt because of the shipping delays over the holidays. Pt said they had been working with trying to get their ins charged for 10 days. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the recharger 97755 intellis rtm s/n: (B)(6), revealed the device was stuck on the checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.